Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient¿s stimulator was not working and that she hadn¿t used it since some time in 2006. The patient tried to turn stimulation on but she could not feel anything. It was mentioned that the patient was in a coma in 2006. It was noted that the patient has diabetes and that she and a leg removed some time after she stopped using the stimulator. The stimulator was irritating the patient¿s back. Additional information received reported that the patient wanted the device removed because she fell a lot and felt that she has ¿probably broken a wire or something.¿ the patient had not turned the stimulator on in years and she had forgotten she had it. It was stated if the patient laid a certain way she felt pain or shocking up her back. The patient was unsure if it was the device or her back. The patient has had 2 device surgeries in the past. The patient mentioned that she was found by her daughters in her bed. She was unresponsive, had been incontinent, and had vomited. She had no memory of the time and the doctors never figured out what happened. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant products: product ID 748910, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748910, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3487a-45, lot # j0444247v, implanted: (B)(6) 2004, product type lead; product ID 3487a-45, lot # j0444168v, implanted: (B)(6) 2004, product type lead; product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient. (B)(4).